Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Recently his kidney function got worse [renal impairment]. It is because his gums are painful [gum pain]. He uses the adhesive cream 3 times a day [device used for unapproved schedule]. He would wipe off the dentures completely again and before dinner, he would use the adhesive cream to attach the dentures and take off the dentures again after having his dinner [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of renal impairment in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced renal impairment (serious criteria gsk medically significant and other: haleon medically significant), gum pain, device used for unapproved schedule, wrong technique in device usage process and product complaint. The action taken with polident denture adhesive cream was unknown. On an unknown date, the outcome of the renal impairment, gum pain, device used for unapproved schedule, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the renal impairment, gum pain, device used for unapproved schedule and wrong technique in device usage process to be related to polident denture adhesive cream. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on 17feb2023. It was reported that, "adverse event details the male consumer is using polident adhesive cream. After having his breakfast, he uses the adhesive cream to attach the dentures and would have his breakfast 10 minutes, 20 minutes after. As he was informed to not consume hot (food) he eats lukewarm soup. Sometimes after taking his breakfast, there are instances where the adhesive cream melts completely, and when he doesn't have soup, there are times when the adhesive cream does not melt. As the product information leaflet mentions that he should use it once a day, he consulted his dentist and according to the dentist, (the consumer) was informed that it is because his gums are painful, and that there is nothing that can be done (as the speech for this part was unclear, it is difficult to understand). If he uses it once a day, the adhesive cream does not adhere well. Therefore the method that the male consumer thought about is that he would use the adhesive cream before breakfast, and after his breakfast he would wipe off the dentures completely, before having lunch, to use the adhesive cream again to attach the dentures and after having his lunch, he would wipe off the dentures completely again and before dinner, he would use the adhesive cream to attach the dentures and take off the dentures again after having his dinner. He uses the adhesive cream 3 times a day as such. When he takes off his dentures, sometimes there are melted adhesive cream and sometimes there are a lot of adhesive cream left. Recently his kidney function got worse, so he thinks perhaps it occurred after he started to use the adhesive cream. Hung up the phone call before the consent to follow up was asked. Hung up the phone call before concurrent medical condition/concomitant medication list were asked. Follow up information was received on 22feb2023 from quality assurance (qa) department regarding (B)(4) (issue number) for unknown lot number. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the related hsi with an ae, could I kindly request that further information is requested from the complainant. Should the complaint sample or lot details become available the case will be reopened. The investigation report concluded the complaint as an unsubstantiated. The pqc number was reported as (B)(4).